Manufacturer narrative:
Concomitant medical products: product ID: 9735773, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a lumbar fusion procedure. After the procedure navigation was completed, the system powered down on its own while plugged into a known good outlet. The camera cart remained powered on. Following the procedure, the manufacturer representative was able to power the system on. The self-test tool was opened and the system battery was flickering between 100% and 0% charge. The reported issue did not result in a procedure delay. There was no impact on patient outcome.